Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm attempted to duplicate the reported issue, however was unable to do so in any mode. The stm verified that the keyboard functioned correctly and that all cables were tightly connected. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was operating as specified, until the staff attempted to go into the menu of the iabp to adjust the timing on the printing. The staff stated that the intra-aortic balloon (iab) would not inflate while in the menu guide. It was reported that the iabp is located on the (B)(6) helicopter at (B)(6), in the hanger awaiting repair. It is unknown if there was any patient involvement; however there was no adverse event reported.